Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that about a couple weeks ago or so, the stimulation had proceeded to go up into their diaphragm. Pt said that they couldn't use the ins on high as the stimulation was really strong and they didn't breathe right and it was very uncomfortable. Pt confirmed that decreasing the stimulation improved the symptoms, however using the ins on low caused them not to get the full relief they needed. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt said that they had dr. Cheng, however now they had a new doctor in new braunfels, tx, but they didn't know the new doctor's name. Pt said that their new hcp would probably be a pa now. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response..